Manufacturer narrative:
An event regarding trauma involving an unknown implant liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient fell we exposed knee and swapped poly insert. Right knee.

Event description:
Patient fell, we exposed knee and swapped poly insert. Right knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown ps 7/9mm insert. When completed, the investigation results will be submitted in a supplemental report.